Event description:
It was reported that the ventilator failed the turbine and gas supply, o2 cell and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the turbine and gas supply, o2 cell and flow transducer tests during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated test use of the o2 gas module in a ventilator confirmed the reported problem which it failed the gas supply test. It also stopped ventilating directly when it was set on ventilation. The failure was caused by a defective high pressure transducer on a printed circuit board inside the o2 gas module, falsely triggered a technical alarm indicating an on/off switch error. This fault in the pressure sensor can give rise to faults in the pre-use check and during ventilation high pressures and volumes, as well as higher oxygen concentrations than set. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped.

Event description:
Manufacturers ref:(B)(4).